Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Communication was received regarding the operation notes from the revision surgery which reported that the alloclassic stem was grossly loose secondary to an obvious late infection, which is thought to have most likely been present for some time. Given the age of the patient (96 yo) and risk of multiple staged revision procedures, the surgeon determined a single-stage cemented revision was the best option. The alloclassic stem was explanted, and a versys crc stem implanted with antibiotic-loaded cement following extensive washout. The insitu allofit shell was well fixed, so the liner was explanted and a smaller durasul liner was cemented in the shell using antibiotic-loaded cement. Late infection of unknown origin. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: associated products: desc: alloclassic femoral hip stem; lot: unk; item: unk desc: unknown head; lot: unk; item: unk g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised approximately 10 years 2 months post initial surgery due to the alloclassic stem being grossly loose, secondary to an obvious late infection which is thought to have most likely been present for some time. The alloclassic stem and liner were revised, and the allofit shell was found to be well fix and remained implanted. Attempts have been made and no further information has been provided.